Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient administered 2 doses of insulin based upon his cgm reading of 168 mg/dl before going to bed. Later that night, the patient got up and collapsed, falling on his face causing bleeding and swelling. The cgm displayed 110 mg/dl but a bg was not taken. The patient¿s spouse found the patient unconscious and called an ambulance. The patient was taken to the hospital for monitoring and was released after 2 days. While in the hospital, it was reported that the cgm was displaying 315 mg/dl, while the bg meter was 228 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.